Event description:
It was reported that pump experienced malfunction code 1 and then pump screen went dark and would not turn on even after being plugged into power, with red light blinking around button. There was no adverse impact to the customer¿s blood glucose level. Customer attempted multiple resets and button presses as instructed by technical support, but pump did not recover, so customer planned to use multiple daily injections as backup insulin therapy while technical support arranged and shipped replacement pump, provided pump reset and storage instructions, and instructed customer to return malfunctioning pump within specified timeframe and to set up pump settings and cgm on replacement device.